Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was disloged and had loss of capture. This rv lead was found to be pulled back from its original implant which was verified on the chest x-ray and fluoroscopy. Additional information indicates that a high pacing threshold was observed, however, impedances were still considered within the normal limits. In addition, when the pocket was opened, the rv lead was found to be twisted with the left ventricular (lv) lead. According to the field representative, the patient was considered a twiddler. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.